Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx des were implanted in the cx and lcma. Approximately 11 months post procedure the patient died of suspected sudden cardiac death. The investigator and sponsor assessed the event as not related to the index device or anti-platelet medication.